Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the technical services representative (tsr) found that the patient had not fully primed the patient line before connecting. The tsr assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The tsr advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Connecting to an incomplete prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.